Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated. However, the exact value was not provided, but the bg meter displayed "high." A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Recommendation was made to change the site. Reportedly, the customer reverted to backup therapy as they were out of sites. However, it was noted that the customer would use the pump again.